Manufacturer narrative:
(B)(4). Summary of investigational findings: jugular introducer, filter, blue sheath, and long dilator were returned. No visible damages were revealed, but when attempting to advance the jugular introducer with loaded filter and protection sheath through the sheath, it stopped approx. 24cm from the distal sheath tip. An examination of the sheath confirmed an area of narrowing where the introducer stopped and it is feasible to suggest that said narrowing contributed to the reported advancement difficulties. Cook medical will continue to monitor for similar reports.

Event description:
Description of event according to initial reporter: "the parts did not fit together properly and would not push the filter. Removed the sheath (only part in the body at this point) and the physician requested a different manufactures device to continue the procedure. No harm to the patient." Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.